Event description:
It was reported that the patient received multiple inappropriate shocks due to t-wave oversensing on the right ventricular (rv) lead. It was also reported that sensitivity adjustments made on the rv lead were unable to prevent the t-wave oversensing and additional shocks. The lead coils are still in use and the pace/sense portion of the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed oversensing, with 8 - ventricular nst<=215 ms between (B)(6) 2012 09:51:25 and (B)(6) 2012 09:38:32 and 2 - vf<=210 ms average v-cycle on (B)(6) 2012 at 10:02:51 and 10:06:01.